Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) reimaged the station and then logged in to verify system functionality. After logging in, the fse confirmed that the hard disk drive (hdd) had more than 10 giga byte (gb) of available disk space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station u4central had been rebooted and displayed a message indicating insufficient free disk space and machine went down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.